Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the top button of the small battery drive device was sticking. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the top trigger of the small battery drive device became stuck, the trigger and other components were corroded, the motor was corroded, the electronic control unit (ecu) had signs of corrosion and an unknown liquid, the components had contaminated grease on them. It was further determined that the device failed pretest for check triggers, and general condition. Therefore, the reported condition of a sticky trigger was confirmed. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.